Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition, without its sterile package. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reported the wrapping of the har36 appeared to be pierced. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. No further testing could be performed since the package was not returned.

Event description:
It was reported that during an unknown procedure, the wrapping of the device appeared to be pierced. The case was completed by using another device. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation code 81 - no device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.